Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The right eye was noted to feel sticky for two months. The patient reports wiping eyes a lot. The examination showed blepharitis/meibomian gland dystrophy. Patient was instructed to do warm compresses one to two times a day for at least two weeks. The patient is to return to the clinic if no improved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with epithelial erosion in the right eye one week post bandage contact lens (bcl) removal. Patient noted pain and blur in the morning and was worsening. On exam cornea was clear, no haze, opacity or infiltrates were noted. A new bcl was inserted and things dramatically changed. Topical steroids and antibiotics were restarted. Upon follow up, bcl was removed and pain symptoms were reported resolved. Patient is scheduled to return for a follow up visit.